Manufacturer narrative:
(B)(4).

Event description:
Film review analysis: review of cta's and 3d film report from 3 years post-implant confirmed that the patient had a single implanted valiant stent graft. The device was positioned from several cm's distal to the lsa and extended into the descending thoracic. The patient had a bovine arch and an implanted aaa stent graft system. The stent graft lumen was patent. The approximate stent graft proximal od measured 39mm and there was a proximal type I endoleak. The distal stent graft od measured 38 x 41mm and there was a distal type I endoleak; the thoracic aortic diameter at that location was 5cm. The seal zone diameter several cm's distal to the stent graft ranged from 36 - 39mm. The max diameter taa was 57mm. The max diameter aaa was 7.5cm; no endoleak was observed and the limbs were patent. The cause of the proximal and distal type I endoleaks could not be determined. Earlier follow-up images were not available for review. It is possible that disease progression with thoracic vessel dilatation may have occurred, causing lack of stent graft radial apposition and the endoleak.

Manufacturer narrative:
Additional information: the patient presented with chest pain. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.5 cm in diameter thoracic aortic aneurysm. Currently 15 mm distal to the innominate artery the aorta is 39 mm in diameter. Currently the thoracic aneurysm is 5 cm in diameter and 5.6 cm in length. The distal aorta is 34 mm in diameter and it was 4 cm in length. The proximal neck is angulated. It was reported that a recent CT showed there was a type 1a endoleak and type 1b endoleak. The physician stated the cause of the endoleak is unknown. The stent graft is about 4 cm from the innominate. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.